Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/31/2025. H6 component code: c22 - photo analysis . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty open overwrap and one labeled winding former with two needle-suture pieces were received for analysis. Product code 8521h; this code is double armed. The suture pieces received were visually inspected, and no breakage sutures were observed. Even though the extremes of the sutures were noted to be cut and same damaged (crushes) on the suture surface probably caused by a surgical instrument. Also, body fluids were observed on the suture. Given the current condition of the returned samples, no functional test was performed. To complement this assessment, one photograph was provided that visually documented one open sample that pertains 104pek inside a plastic bag. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a cyst excision procedure on (B)(6) 2025 and suture was used. It was reported that the suture broke when sewing in the surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.